Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an unspecified malfunction/issue occurred. Date of event is an approximation. On 12/15/2024, it was reported that the patient experienced dka sometime in (B)(6) 2024 and was hospitalized until (B)(6) 2025. The patient called to report no readings", "sensor error" or "brief sensor issue which reportedly occurred the same date as her discharge. The behavior of her mobile device during the (B)(6) 2024 dka episode was not described. According to the report, the patient did not want to provide any information about the hospitalization as she did not want to get sick again. The phone number listed in the complain for the patient is for a hospital, so an attempt by cca to contact the patient on (B)(6) 2025 for additional event details was unsuccessful. The patient was reportedly stable during the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.